Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: after reviewing the CT scan images, the medial wall appears too thin and may have premature failure in a revision situation. Plan for revision. Failure of tha secondary to osteolysis, large lytic lesions in the ischium, ilium, and pubis a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information at the time of this report.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, the patient reported a fall and was experiencing pain. The patient underwent a revision approximately 20 years post-implantation due to osteolysis. During the surgery, large osteolytic lesions were found in the ischium, ilium, and pubis. All product, except for the stem, was removed. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 103910 lot# 846990 mclaughlin +5 acet 64mmx24l cat# 163660 lot# 039310 28mm dia cocr mod hd -6mm nk unknown screw x2. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.